Event description:
It was reported during an implant procedure on (B)(6) 2022, the atrial lead presented with loss of capture. The lead was successfully replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.